Event description:
Two syringes were returned to stockroom in 6/01. Both have foreign matter and were discovered as packages were opened. Neither product was used. Hosp had held them waiting for next visit by rep and since it didn't have visit, hosp decided to mail in to MFR.